Event description:
I had breast implants around 2008, 2009. I had not had any issues until a few days ago, I had severe abdominal pain, bloating, went to the ER several times they found nothing. It comes and goes still. Now I have a migraine every single day, my eyes are so sensitive to light, I can hardly drive sometimes. I am so sluggish, fatigue I haven't been able to be the mom I need to be. My hands and feet go numb for no reason at all. My neck hurts a lot. I am (B)(6) old but my body feels like I'm 60 years old. My mental clarity is so cloudy, I have such bad anxiety going into stores is a challenge for me. I try to eat right but my body is puffing pudgy everywhere. I'm either very cold, or out of nowhere I will have this wave of heat go over me and my neck and chest and cheeks become so red and hot. At this very moment, the white part of my eyes blood red, despite came yesterday and has grown. It has done this before, and then had this spot a nurse had said it was calcification, but no other diagnosis. It went away. I have 2 beautiful girls, my oldest daughter was (B)(6) when she was born, she's meant to be here, I am meant to be there mamma, and with all my will it's becoming hard. 12 years I have had my natrelle saline implants, and I know it's time to get them out. Allergan natrelle saline implants. I'm in the process of finding out if there a smooth or textured. Daily migraines, etc. FDA safety report ID # (B)(4).